Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n191368013, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported the patient¿s pump was replaced in (B)(6) 2013 with a smaller pump because the pump the patient had was too big, ¿it went out of position twice,¿ and it was revised. It was also reported ¿on the third time her stomach was extremely red and swollen¿ and the patient had an infection. It was noted they ¿couldn¿t communicate with it,¿ thus the patient was implanted with a smaller pump. It was further reported the patient¿s pump was working fine now. The pump was being used to deliver hydromorphone and clonidine. It was further reported the patient received assistance from their doctor and their concerns were resolved. The patient had an appointment date in (B)(6) 2014.